Manufacturer narrative:
Medical device lot #: the customer provided lot # 0231157. This does not match the catalog number provided. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that intima-ii y 20gax1.16in prn/ec slm leaked. The following information was provided by the initial reporter: on (B)(6) 2020, patients with suspected aortic dissection in the emergency department underwent enhanced CT examination. The heparin cap broken during the injection of the contrast agent, which caused the contrast agent injection, the high-pressure pump was stopped, the heparin cap was replaced and the contrast agent was redrawn and the contrast agent was injected to complete the enhanced CT scanning, the patient did not cause harm, but the medicine was wasted and the scanning time for the patient was prolonged.

Manufacturer narrative:
H.6. Investigation: unable to view the batch record because the batch number of the complaint (B)(4) could not be found. A sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Event description:
It was reported that intima-ii y 20gax1.16in prn/ec slm leaked. The following information was provided by the initial reporter: on (B)(6) 2020, patients with suspected aortic dissection in the emergency department underwent enhanced CT examination. The heparin cap broken during the injection of the contrast agent, which caused the contrast agent injection, the high-pressure pump was stopped, the heparin cap was replaced and the contrast agent was redrawn and the contrast agent was injected to complete the enhanced CT scanning, the patient did not cause harm, but the medicine was wasted and the scanning time for the patient was prolonged.